Event description:
Pt underwent uneventful surgery but complained of tongue numbness post-op. No indication as of 09/16/2002 that tongue numbness has resolved or that medical intervention has been necessary.